Event description:
Info received indicates that when the bed is raised to the highest position, it begins to drift down.

Manufacturer narrative:
The tech cleaned and degreased the hi/low drive assembly to repair the bed.